Event description:
User experiencing discrepant calcium results. The following examples were provided: sample 1: initial result 8.6 mg/dl, repeat 9.5 mg/dl, repeat on different instrument 9.5 mg/dl; sample 2: initial result 8.3 mg/dl, same sample repeated on different instrument gave result of 9.5 mg/dl; sample 3: initial result 8.3 mg/dl, repeat 9.3 mg/dl, repeat on different instrument 9.1 mg/dl; sample 4: initial result 8.4 mg/dl, repeat 9.4 mg/dl, repeat on different instrument 9.1 mg/dl; sample 5: initial result 8.3 mg/dl, repeat 9.2 mg/dl, repeat on different instrument 9.1 mg/dl. Sample 6, initial result 7.2 mg/dl, repeated 7.9 mg/dl. Erroneous results were not reported. The field service representative determined there was a problem with contamination on the instrument. The instrument was decontaminated and performance check tests were performed and within specification.